Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension .product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# va1n95l, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va1n95l, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va1n95l, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, va1n95l, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that there was an infection at the lead/extension junction and the entire system was explanted. It was stated that the infection was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.